Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that some pump modules under deliver the amount of fluid expected. No specific patient or event details were provided and no patient harm was reported.